Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products : product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, sc connector tear in seal near guide ring. (B)(4)

Event description:
Additional information received reported that there was a lumbar wound infection and the pump was removed on (B)(6) 2014. It was noted as the status post redo add-on lumbar laminectomy w/instrumented fusion. There was no patient injury and the patient recovered without sequela.

Event description:
Additional information received reported that the patient¿s sign of infection was redness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2014, an instrumented spinal fusion was performed which was unrelated to the drug delivery system. The healthcare professional (hcp) knew that he would need to sever the catheter during the decompression; however, during the surgery it was discovered that the catheter had already completely pulled out of the intrathecal space. It was unknown when it happened as the patient did not remember any symptoms. During the spinal fusion, the catheter was repaired by trimming it and placing it intrathecally again. The daily dose of the dilaudid and bupivacaine was lowered. The patient was in the hospital three days. The patient was doing fine.